Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not been returned, at this time.

Event description:
It was reported by the sales rep that the facility has two 4 fr provena catheters that are leaking at the extension legs. No other information was provided, but has been requested. No patient injury reported. This file is for the second of two events reported.